Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed increased threshold and bi-polar impedance along with oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited oversensing of non-physiologic intervals due to possible electromagnetic interference in addition to exhibiting high thresholds. It was also reported that anti-tachycardia pacing therapies were disabled as they caused an accelerated ventricular rate.